Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the obturator shaft was fractured. Engineering also noted the tip appeared to have experienced insertion force prior to the fracture, which was evident in the fracture lines. The root cause of this incident is likely due to excessive force applied to the device. The instructions for use state, "under direct vision, advance the system through the abdominal wall by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions, until placed as desired." This document represents our final report.

Event description:
Laparoscopic roux-en-y gastric bypass (rygb)- "obturator tip broken (at the level of the fios-opening)." Patient status- "n/a."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.